Manufacturer narrative:
(B)(4). The device history review the product hemolok xl clips 6/cart 84/box lot# 73b1900616 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on (B)(6) 2020 in (B)(6) hospital the clip was broken during usage on the patient for ligating the appendiceal artery. The broken clip was taken out and a new lot was used to complete the treatment.